Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 11.40 mm x 2.14 mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Common causes of the failure mode broken instrument blades are attributed to use conditions. Broken blades result from damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.